Event description:
During a scheduled surgery of left distal radius open reduction internal fixation on, surgeon attempted to use a wire cutter to trim a metal wire and unexpectedly they stated that the wire cutter's blade scattered into multiple pieces and fell into patient's surgical site.